Event description:
It was reported that pump experienced malfunction after being possibly dropped on floor, and caller saw malfunction code for momentary motor skip. There was no adverse impact to the customer's blood glucose level. Technical support explained pump reset steps, assisted caller with resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if any malfunction code recurred, which caller understood.